Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate was inaccurate. Additionally, the customer experienced resistance when attempting to fill the cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer completed the cartridge fill by applying more pressure to the syringe. The customer reloaded the cartridge and received an accurate fill estimate.